Event description:
In the process of contacting the patient's physician to notify him that the patient's device may be nearing end of life, it was discovered that the patient had passed away. Cause of death is not known at this time. Review of manufacturing records for both the pulse generator and the biopolar lead revealed no anomalies that would adversely affect device performance.there is no evidence at this time that th ncp system caused or contributed to the reported event.

Event description:
Further follow-up revealed that an autopsy was performed. Both the death certificate and autopsy report listed the immediate cause of death as drowning due to seizure. The manner of death was listed as accident.